Event description:
The manufacturer received information alleging the trilogy 100 device had shut down without any operation. The mechanical engineer (me) recognized that they device did not operate and started the power. The device operated without any problems, but they were requesting a replacement device. They alleged that the device had shut down without triggering an alarm. A sales representative went to the customer site for this issue. The sales representative stated, "there was history of the power being turned off observed in the alarm log." However, " the hospital nurse had not turned off and suspected that the cause was the device." The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The manufacturer¿s service technician did not confirm the customer¿s issue and observed no "device inoperative" error codes in the device¿s event log. The manufacturer¿s service technician observed in the operation history that it was confirmed to turn off the power for this device. The manufacturer¿s service technician checked the operation of the device, but it was not duplicated. The manufacturer¿s service technician checked with a test device, but all test items was not duplicated. The manufacturer¿s service technician disassembled and visually inspected, and the device had no abnormalities found in it. The manufacturer¿s service technician alleged that "there were no abnormalities in the device and it was turned off due to a shutdown operation, rather that shutting down automatically." The manufacturer¿s service technician performed a repair test and run-in tests, along with battery and alarm checks. The manufacturer¿s service technician determined the device was operating properly, and it was cleaned.